Event description:
Follow-up revealed the patient's lead was explanted and replaced which resolved the issue. The manufacturer was unsuccessful after several attempts to obtain the patient's device information.

Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) lost stimulation. Lead diagnostics revealed invalid impedance measurements. In turn, surgical intervention may be undertaken at a later date.investigation is pending to obtain the patient's device information.